Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during while attempting to treat a pt, the device to discharge via electrode pads. Complainant indicates that there was no pt involvement in the reported malfunction.